Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report single patient typed as b negative on vision analyzer with lot#022618037-67. Upon results being sent down to the clinician, the floor called back to report patient claims to be b positive as typed at another facility(methodology at other facility not provided). Customer reports retesting patient sample in tube method and a 3+ positive grade achieved. Customer reports patient was transfused (B)(6) blood prior to retype in tube and no harm came to patient due to this event. Customer reports in house qc on ortho vision passed normally and no other patient samples affected at this time. Issue started on: first patient sample on (B)(6) 2018. Customer reports storing and testing mts gel cards and reagents according to IFU. Customer reports patient in question is pregnant and did receive rhogam. Customer reports patient in question also has a positive fetal screen. Customer retested patient sample in question on vision ((B)(4)) and a different lot of mts abd/ reverse gel card and patient still typed as b negative, customer then retested the patient sample in tube method and a 3+ positive grade was achieved, typing b positive. A second sample from patient obtained and results identical in vision and tube method. Tsc referred customer to IFU limitations: the partial dvi epitope variant of the d antigen has not been found positive with this reagent. Other rare cells with very low copy numbers of the d antigen may need to be tested with antiglobulin and will be negative with this anti-d reagent. Customer will consider molecular testing of patient in question and content with discussion of IFU.